Event description:
It was reported from (B)(6) that a pt had bleeding all around the stoma for a time period of 1 month and a half. It was reported that there was no trauma to the stoma to induce bleeding. The pt was treated with other products. No add'l was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Individuals batch records could not be investigated, there was no batch number returned. The business system was queried and all finished lots of icc 401575 were released by qa following the release approval process. Based on the info, the lots of icc 401575 conformed to specs.